Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed. The reported failure to advance and difficulty to remove from the anatomy were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties to remove appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, distal internal carotid de novo artery that was 80% stenosed. An emboshield nav6 embolic protection system (eps) failed to cross the lesion as it met resistance with the anatomy and became stuck. The eps was removed, and a non-abbott eps was used along with a 8x6x30mm xact stent delivery system and a 4x20mm viatrac balloon dilatation catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.